Event description:
In 05 (18 days post-treatment) the patient was admitted to the ER for a brief syncopal episode, secondary to hyponatremia, judged indirectly related to the therasphere. The patient also suffered a fibrular fracture due to a fall associated with the fainting episode. The patient also reported weakness, nausea and vomiting at home following their tretment. Evaluation revealed no clear cause for their syncope. Pt underwent throacentesis eight days where 125 ml of fluid was withdrawn. The patient was also placed on tpn due to nutritional difficulties, and was weaned from this by discharge the next day.